Event description:
Hill-rom received a complaint on one of its excelcare bariatric bed frames alleging the CPR handle was not working. A hill-rom service technician performed an investigation and found CPR cable release mechanism was not connected properly. The technician reconnected the cable assembly and adjusted it to return function to the CPR handle. Hill-rom is reporting this malfunction in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on (B)(6) 2009 indicated in MDR 1045510-2009-00021.